Manufacturer narrative:
The customer removed the loose pads found in the strip provider module (spm) of both instruments . The test strip vials were replaced with a new lot. The field service engineer was at the customer site on (B)(4) 2016 and found no instrument malfunction. The customer was advised to check for any loose pads before loading strips into the spm. (B)(4).

Event description:
The customer found 2 loose pads in the strip provider module (spm) of one of their ichem velocity instrument and 7 loose pads in a second ichem velocity instrument. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.